Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis; described as a peritoneal infection. The breach in aseptic technique was further described as a breach ¿during operation¿ (no further detail). On an unreported date, the patient was hospitalized and the patient began treatment, during hospitalization, with unspecified antibiotics added to dianeal (doses, frequencies, and routes were not reported). At the time of this report, the patient remained hospitalized and was not recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.